Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide a correction to section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A cd was provided that was related to the event the complaint was confirmed for a potential anchor and collagen deposition into the artery. The exact root cause was unable to be determined. The likely cause was determined to have been excessive tamping or improper closure technique leading to anchor or collagen deposition into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section h3 as the actual device was not evaluated.

Manufacturer narrative:
Explanted date: unknown if the device was explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used on (B)(6) 2023. There were no issues during the puncture of the common femoral artery (cfa). A 6f sheath was used. After the procedure an angiogram of the common femoral artery (cfa) was performed, and no calcifications were found. There were no other issues during implantation of the angio-seal device. There were no other devices or equipment used with the reported product. The next day an angiogram of the common femoral artery (cfa) showed a stenosis of in the area of the anchor. The stenosis was treated on (B)(6) 2023. The patient was in stable condition. Additional information was received on (B)(6) 2023: the procedure performed was a percutaneous transluminal coronary angioplasty (ptca) on the right coronary artery. The stenosis was treated by an ultrasound performed, followed by an angiography in the cath lab. A rotational angioplasty was performed. The anchor was removed minimally invasive endovascularly. The collagen and the anchor were in the vessel. There was no direct allegation against the angio-seal device from the clinician that it caused or contributed to the event.